Event description:
Event description guidant received information that during an implantable cardioverter defibrillator (ICD) replacement for normal eri (battery depletion), the physician found a small fracture on the chronic rate sensing lead, silicone was used to repair, and this existing lead is being used with the new (ICD).